Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the distal hole of distal fibula plate and the screw could not be locked. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead of it.

Manufacturer narrative:
The reported incident that distal lateral fibula plate, 3 hole, sterile was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to possible improper screw alignment. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the distal hole of distal fibula plate and the screw could not be locked. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead of it.